Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that during surgery, the tip (cusa nxt extended length tip) broke. The broken piece was retrieved from the patient. After the tip broke, the user switched to another handpiece and tip to complete the surgery. Additional information has been requested.